Event description:
A purchaser reported that following in intraocular lens (iol) implant procedure, a patient experienced blurry vision and a refractive error. The iol was exchanged with a different lens model. Additional info was provided by the purchaser, who reported that the iol was exchanged with the same lens model, one diopter difference in power. No further info is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain additional by phone and fax. A completed questionaire was not received. (B)(4).